Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix was disengaged from helical channel. It was also noted there was blood in/on helix/lobe mechanism. (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was also noted the distal conductor had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, there was blood in/on helix/lobe mechanism (sleeve head), blood in/on helix lobe mechanism, a tip seal observation, and the lead was damaged at implant.

Event description:
It was reported that during an implant attempt, the physician tried to place the right ventricular lead in the patient, but the helix on the lead would not extend. The lead was explanted. Then another lead was opened and that lead was kinked at the proximal end and a stylet could not be passed through the lead. The lead was not used and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during an implant attempt, the physician tried to place the right ventricular lead in the patient, but the helix on the lead would not extend. The lead was explanted. Then another lead was opened and that lead was kinked at the proximal end and a stylet could not be passed through the lead. The lead was not used and replaced. No patient complications have been reported as a result of this event.